Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s implant died and they were not sure if it was normal battery life or if the ins dying was related to them being shocked by stimulation. It was noted that the patient¿s primary care provider (pcp) wanted the patient to wait for a replacement to see how it was going with the patient¿s weight as the patient had been maintaining their weight. No further complications were reported/anticipated.